Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection was performed on the returned sample which revealed a leak dripping from various locations on the video sample and the photograph showed a liquid inside the outer pouch. The exact locations of the leaks were not determined. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6)2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the connector. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.